Event description:
It was reported that ¿during the surgery, the first vari-stim was switched (powered) on, but the pilot lamp was not illuminated. When it was replaced by the another vari-stim, the pilot lamp lit up, but it [the patient¿s body] showed no stimulation response. Thus, the second one was replaced by another product, and this time, stimulation was confirmed. The doctor pointed out the possible loss of stimulation current with the first and the second vari-stims. In spite of this incident, the procedure was completed successfully with no adverse effect on the patient, although the completion was delayed by 30 minutes due to the incident.¿

Manufacturer narrative:
(B)(4). Stimulator 8562010 vari-stim iii 10pk ; 510k:k905035 ; lot# 0208231886 ; use before: 2016-(B)(6). (B)(4). The product analysis has not been completed at this time. Method: no testing methods performed. Results: results pending completion of evaluation. (B)(4).

Manufacturer narrative:
(B)(4). The product analysis found that there were no faults or malfunctions with the first stimulator from lot #0208136625. It perform ed as expected. However, the second stimulator, from lot #0208231886 (listed as a concomitant device on initial MDR), exhibited intermittent behavior while manipulating the switch and tip within the 1.0ma position, due to play in the switch. Thus, the complaint against this device was confirmed. Method: actual device evaluated. Visual inspection. Labeling evaluation. Simulated use testing. Results: no failure detected. Conclusion: no failure detected, device operated within specification. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.